Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,500 ohms and noise. The noise was oversensed resulting in inappropriate atrial tachy response (atr) mode switches. During threshold testing, the patient was in atrial fibrillation (af) and no p-wave sensing was observed at maximum sensing. The patient was noted to experience occasional dizzy spells. A lead fracture was suspected, however, x-ray did not reveal a noticeable fracture. A revision procedure was performed. The pocket was opened and the lead was tested on a pacing system analyzer (psa). Pacing impedance measurements were observed to be 550 ohms. The lead was reconnected to the device and pacing impedance measurements were observed to be 570 ohms. Since the measurements were in range, the physician opted to leave the system implanted. Seven years later, the device was explanted for reported normal battery depletion. The ra lead remains implanted with the replacement device with normal impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.